Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely communication with the scope failed and errors were reported because of the use of the scope with foreign objects such as dust and the remainder of the chemical solution attached to the electric contact point of the scope connector. This issue is addressed in the instructions for use (IFU): "code : b30. Error message : contact olympus scope communication err (b30). Possible cause : foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution : wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Manufacturer narrative:
An olympus representative advised the customer on troubleshooting the device. After cleaning the scope contacts with alcohol and attaching the scope while the processor and light source were powered off, the customer was able to clear the error. The customer tested multiple scopes and the error did not reoccur. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the evis exera iii video system center displayed a b30 error with 190 series scopes. No patient involvement or impact to patient care was reported for this event.